Event description:
During neuromuscular treatment pt stated stimulation did not feel "right". Therapist removed device, and continued stimulation with another device. After treatment pt had small holes (burns) in skin around the perimeter of electrode, which later became infected. Pt treated infection with antibiotics.